Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry that a patient with a 23mm 3300tfx pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of 5 years, 2 months due to severe aortic stenosis and a mean gradient of 62mmhg with very calcified and immobile leaflets. The patient presented with fatigue and shortness of breath with significant exertion. The explanted valve was replaced with a 11500a 23mm valve. The patient was taken to the cv ICU critical but stable condition.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned from implant patient registry that a patient with a 23mm 3300tfx pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of 5 years, 2 months due to recurrent endocarditis with severe aortic stenosis, calcification, and immobile leaflets. The explanted valve was replaced with a 11500a 23mm valve. Per medical records, the patient presented with fatigue and shortness of breath with significant exertion. The patient underwent redo-avr with 23mm inspiris valve, CABG and laa clipping procedure. The patient was taken to the cv ICU critical but stable condition.